Manufacturer narrative:
The investigation determined a lower than expected vitros iga result was obtained from a patient sample manually diluted 10x, tested on a vitros 5600 integrated system. The most likely assignable cause of the event is instrument related. A vitros igm within-run precision test, used to assess the performance of the vitros 5600 integrated system, was outside of acceptable guidelines. An ortho fe discovered adhesive residue on the cuvette incubator cover and tape and adhesive residue in the read channel and guide bearings of the cuvette incubator the fe removed all tape and adhesive residue and performed adjustments to multiple components of the micro tip subsystem of the vitros 5600 system. A post service vitros igm within-run precision test was within acceptable guidelines, indicating ortho field service returned the vitros 5600 system to expected performance. A review of historical vitros iga quality control results from the previous reagent lot, and the affected reagent lot, were acceptable, indicating a reagent related issue did not likely contribute to the event.

Event description:
The customer obtained a lower than expected vitros iga result from a patient sample manually diluted 10x, tested on a vitros 5600 integrated system. Patient sample result of <400 mg/dl vs. The expected result of 2839 mg/dl. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros iga result of <400 mg/dl was reported outside of the laboratory, however, a corrected report was issued and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).